Manufacturer narrative:
A risk review was completed and confirmed that the event of air bubble noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with the available information, boston scientific concludes this device oversensed artifacts after implant. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the nature of incident field for more information regarding the specific circumstances of this event. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: boston scientific determined the most likely root cause for the noise is a slightly (less than 1/4 turn) loosened setscrew combined with relative motion between header and electrode due to normal patient movements.

Event description:
It was reported that the physician requested review of this subcutaneous implantable cardioverter defibrillator (s-ICD) device to confirm device operation for possible air entrapment in the header of the device. Upon review, there was noise over-sensed by the device resulting in several untreated episodes, 2 months post implant. Rhythmcare provided recommendations for evaluating device in different vectors, sensing performance with provocative maneuvers and x-ray imaging. Additional information was received indicating that the patient went to hospital for troubleshooting. It was reported that x-ray images ap and lateral were performed and confirmed correct connection of the lead to the device, the automatic setup was completed. On this occasion, the device selected the primary vector (in previous session, secondary vector was selected). All three vectors passed the setup. 3. Maneuvers to attempt noise reproduction. After performing all the maneuvers and checking the x-ray images, we were not able to reproduce any noise in any vector. The physician reported that it is likely that the initial noise was caused by air or some temporary fluid in the pocket or around the header, which now is resolved. The device remains implanted. No adverse patient effects were reported. Additional information provided by physician concluded the primary vector being the most stable and free of noise, and the secondary vector showing less stability and higher myopotential. The request was made to have rhythmcare review x-ray imaging. This s-ICD remains implanted. No adverse patient effects were reported. New information was received that additional troubleshooting was completed. After the physician reported performing all the maneuvers and checking the x-ray images, we were not able to reproduce any noise in any vector, so we do not think the issue was due to under insertion. It is likely that the initial noise was caused by air or some temporary fluid in the pocket or around the header, which now seems to be resolved.